Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced oozing and hematuria. The patient was treated with diuretics and fluid, and the p level of the pump was reduced to resolve the hemolysis. Suction alarms occurred and there was concern for a clot. Upon explant, a clot was visualized on the device. The patient survived.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 has been updated.